Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death cannot be determined; however, it was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing expired while connected to a cycler. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to an unreported cause. It was affirmed the patient was connected to the cycler at the time of death. The events surrounding the patient¿s death remain unknown; however, it was reported the patient was pronounced deceased at home. Though the cause of death was not reported, there was no indication this patient¿s death was related to pd therapy or due to a deficiency or malfunction of any product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing expired while connected to a cycler. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023, due to an unreported cause. It was affirmed the patient was connected to the cycler at the time of death. The events surrounding the patient¿s death remain unknown; however, it was reported the patient was pronounced deceased at home. Though the cause of death was not reported, there was no indication this patient¿s death was related to pd therapy or due to a deficiency or malfunction of any product(s) or device(s).